Event description:
During baxter's functionality testing it was found that a spectrum pump failed the upstream occlusion test. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm could not be reproduced during evaluation. The device was found to be operating within specification and passed all occlusion testing.